Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The lens reportedly penetrated posterior capsule. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens has been requested but has not been received, therefore it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.